Event description:
An altitude alarm was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer continued using the original cartridge and resumed insulin delivery after receiving tips from technical support on preventing altitude alarms.